Event description:
During a pta treatment procedure, the sv/4.0-4/4t/90 pta balloon became stuck on the 0.16" gt guidewire. The lesion being treated was located in a dialysis shunt. The physician used a 4f introducer sheath for vascular access. After crossing the lesion with the guidewire, the balloon became stuck on the wire. The physician was unable to advance the guidewire into the lumen of the proximal balloon. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "good"